Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found that the stopper has not been welded and the welding that joins together the stopper, inner coil and coupling is missing.

Event description:
This report is to advise of an event observed during analysis.